Event description:
One patient sample with discrepant troponin t results. Initial result 0.290 ug/l. Same sample repeated twice gave results of 0.032 and 0.029 ug/l. If additional information is received, appropriate notification will be provided.